Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that during a stent placement procedure via femoral vein, the stent was allegedly partially deployed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation and the stent was found partially deployed. A photo provided by the customer showed, the sample in the same condition. During sample evaluation, the stent could be deployed on the laboratory table using the trigger method. However, based on the condition of the sample upon receipt, the reported partial deployment is confirmed. The device was used in the venous system and no device related cause for the incomplete deployment could be found. Based on provided photos and evaluation of the returned sample, the investigation is closed with confirmed results for partial deployment. A definite root cause of the reported incident can not be identified based on the available information. The device was used off-label. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. With regards to general warnings, the instructions for use states that "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035¿ (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion. The bard e luminexx vascular stent is only compatible with a 0.035¿ (0.89 mm) guidewire. With regards to general directions, the instructions for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". The e luminexx is indicated for use in the iliac and femoral arteries, the use of this device to treat a lesion in the venous system represents an off-label use. H10: d4 (expiry date: 04/2023), g3. H6: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via femoral vein, the stent was allegedly partially deployed. The procedure was completed using another device. There was no reported patient injury.